Manufacturer narrative:
The field service engineer (fse) was at the customer site and inspected the unit and observed that the line going from the syringe to the color gravity module (cgm) was not screwed all the way into the cgm. He screwed the fitting into the cgm. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that qc was failing ca for bilirubin and glucose on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.